Event description:
Syringe slipping off manifold.

Manufacturer narrative:
It was reported that "the back end of the 4-port manifold where syringe attaches is sliding off. Not sure if it's the backend of the manifold not fitting well or the 12cc yellowish syringe." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.